Event description:
It was reported that the Implantable Cardioverter Defibrillator (ICD) exhibited early battery depletion and high pacing impedance. The ICD was explanted and replaced. The patient was in stable condition with no adverse events.